Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: monument. Manufacturing date: 26-may-2022. Expiration date: unknown. Part number: 04.233.024s, 10mm/rfn/240mm/5 ang/poly inlay/ster. Lot number: 728p372 (sterile). Lot quantity: 6. Component part(s) reviewed: component part review for part number 04.233.124.2y / lot number 592p251 needs to be assigned to the brandywine DHR review team. Part number: 21131, tialv*ri13.00. Lot number: 648p319. Qty: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company. Dated 06-dec-2021 was reviewed and determined to be conforming. Lot summary report dated 10-feb-2022 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history batch: null. Device history review: a manufacturing record evaluation was performed for the finished device with batch number 728p372. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had the initial implant procedure on (B)(6) 2025 for femoral shaft with the nail that was completed successfully with no delay. On (B)(6) 2025, the patient underwent a revision procedure for a broken nail at the fourth hole from the proximal end. The nail was removed and replaced. The surgery was completed successfully with no delay.

Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.